Event description:
It was reported that a power on reset (por) message was noticed on the date of this report. The stimulation was working two weeks prior to report as stimulation had been increased at that time. It was noted that the patient had not been around electromagnetic interference (emi). It was further reported that an end of service (eos) message was displayed. Based on longevity calculations this was normal battery depletion. The patient lost therapy one week prior to the date of this report. An implantable neurostimulator (ins) revision would be discussed with the healthcare professional (hcp). Additional information received reported that the patient was scheduled for a battery replacement. Additional information received reported the patient had used very high amplitude of 7.3 for an entire year. Additional information received reported that the patient may have gone through a ¿very high magnetic field¿ or ¿radioactive field.¿ it was noted that ¿everything¿ was removed. Additional information received reported that a new lead and battery was implanted. Additional information received reported that there were not any visible signs of irregularity with either the ins or lead. It was noted the lead broke during the explant but both parts were removed. Since replacement the patient had been ¿doing great, getting great therapy.¿ it was noted the patient was running the ins at an amplitude of 2.1 since leaving the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v727844, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v727844, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output. Analysis of the lead found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.